Event description:
Edwards received information that a 31mm pericardial mitral valve was failing due to degeneration which resulted in severe mitral insufficiency. The (B)(6) male patient underwent a valve-in-valve procedure with a 29mm sapient xt valve. The implant duration of the 31mm pericardial mitral valve at the time of the procedure was fourteen (14) years and eleven (11) days. This information was confirmed in the operative notes as provided by the health care provider.

Manufacturer narrative:
Method: device not returned. This device is not available for return and evaluation because it remains implanted after a valve-in-valve procedure. The device history record (DHR) review is currently in process. Although bioprosthetic valves have been proven to have excellent long term durability, failure does occur in a small number of valves. Failure of a bioprosthetic valve over time is more likely due to structural valve deterioration (svd) which occurs as a result of stenosis (from calcification or host tissue overgrowth), dehiscence, fibrosis or non-calcific degeneration. In this case, information regarding the valve-in-valve procedure was minimal and subsequent attempts to get additional information regarding the condition of the device at the time of the procedure, patient's condition post-implant and possible comorbidities have been unsuccessful; therefore, we are unable to confirm the clinical report of the event. If new information becomes available, a supplemental report will be filed. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.